Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the tavr procedure. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Malposition has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the too ventricular deployment and subsequent regurgitation was attributed to the patient¿s anatomy, poor image intensifier angle and device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transaortic tavr procedure, the first 23mm sapien valve was positioned 40:60 aortic/ventricular; however, during deployment the valve moved and was deployed in a too ventricular position (20:80 a/v - 10:90 a/v). Per report, during deployment the valve started to move aortic and in response the cts pushed the delivery device further into the patient, which caused the valve to be deployed too ventricular. The post deployment echocardiogram showed severe central ai. Due to hemodynamic instability (systolic pressure of 40), significant ai, and concern of valve embolization, the decision was made to deploy a second valve. Vasopressors were administered and the patient was prepped to go on cardiopulmonary bypass (cpb). The second 26mm sapien valve was deployed in a 50:50 position, one cell more ventricular within the first valve, yielding trace-mild central ai. The patient¿s vital signs improved and cpb was not required. The patient was stable at the end of the procedure. As reported, the image intensifier angle was poor, the coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment. The too ventricular deployment (20:80 a/v - 10:90 a/v) was attributed to poor image intensifier angle, the patient¿s significant ventricular hypertrophy and the over-correction during the deployment of the valve.